Manufacturer narrative:
Evaluation summary: this report is based on information provided by medtronic investigation personnel and bravo device arriving in bio lab. Bravo device (capsule and delivery) was received for evaluation. Since inadequate sample was returned for investigation it is impossible to determine if product meet specs or not. The visual inspection found no issues. The customer reported bravo fail to calibrate. An investigation of the returned equipment was not performed since the sample was sent as bio-hazard contaminated to the lab and is not a bio-hazard device. Evaluation was not performed since the product sample did not arrive for investigation in a proper manner allowing investigation. The investigation could not determine a cause or a probable root cause for the customer's report based on the information provided and sample received. The bio-hazard procedure states: it is forbidden to open contaminated returned equipment outside bio lab. All parts transferred to the biohazard lab will be considered as contaminated. Risk assessment referral is not required because no failure mode was identified. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to calibrate. The customer was informed that the capsule they had was cal. Free., but they not have recorders compatible with this kind of capsule. The patient had to come another day for the procedure with anesthesia. There was no patient harm.